Event description:
Additional information was received from the patient. Patient said they are still having issues w/ their bladder are still going to the bathroom quite frequently. Patient has increased stim and is still not doing as well as the patient thought they would be. Patient said sometimes they get a 50% reduction but other time they go to the bathroom every 15 mins. Patient was at work one day for 6 hours and went to the bathroom twice then last week the patient was at work and went to the bathroom 5 times in 6 hours. Patient had 2 accident this morning and could barely make it to the bathroom. Patient said the symptom control has been on and off since the patient got the device. Patient said they have more bad days than good days. Patient said the hcp did not talk to them about when to change programs. Patient said the dr doesn't want to see the patient till april and told the patient to get in touch w/ the mdt rep . Reviewed how to change programs, patient changed from program 1 to program 2. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they were receiving intermittent therapy results. Sometimes they did not use the bathroom as often as before, but other times they did. They changed from program a at 3.2 volts to program 1 at 2.7 volts, and planned to monitor their symptoms, and follow up with their healthcare provider on (B)(6) 2020.